Event description:
It was reported that there was a leak in an interlink i.v. Catheter extension set. This occurred during patient infusion with total parenteral nutrition (tpn). There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation, therefore the reported condition could not be confirmed and the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.